Manufacturer narrative:
The results, method and conclusion will be added in the final report.

Event description:
It was reported the patient experienced pain at ipg site. It was also reported the physician gave the patient the option of re-positioning the ipg, but the patient refused. As a result, the patient is awaiting surgical intervention for possible system removal.